Event description:
On 7/15/96 an aus device was implanted. On 11/8/96 the connector was revised. On 6/11/97 the cuff was removed from the pt and replaced due to recurring incontinence- "tissue atrophy".